Event description:
Per the clinic, the abutment fell off and the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent an abutment replacement surgery on (B)(6) 2025 under general anesthesia. The implanted device remains.